Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the device. The customer was advised to call back if the malfunction recurred, and they acknowledged and understood the resolution.